Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. No compromised force sensor system alarm was noted. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was 300 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. The customer will be sent a replacement pump.